Event description:
It was reported that during an unknown procedure the device cracked on use. Apparently on first use there was a cracking noise and the staff noticed there appeared to be a crack on the inside of the device and therefore put it aside and opened another device. Patient is fine.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025 d4 batch # 125d14 h6. Medical device problem code: structural problem (a0511) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcl80 device was received with a piece of the anvil shroud tab broken and not returned. The anvil clamp pin was not present and the anvil shroud could be separated from the metal anvil. Witness marks were present on the proximal end of the anvil shroud. A glcr80b reload was received loaded in the device but not fully snapped in on the proximal end. The reload was received unfired with the swing tab in the unlocked position. No functional test was performed due to condition of the device. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. If previously separated, the device must be reconnected. To reconnect the device, align the halves at the proximal end and press together ensuring tactile feedback. After positioning the instrument jaws, with the tissue properly in place, close the clamp arm completely until it locks, as indicated by an audible click with tactile feedback. If experiencing unusually high closure force, open the instrument and inspect for tissue anomalies and hard objects or consider replacing the instrument. For better tissue compression and staple formation, clamp tissue in the device and wait 15 seconds prior to firing. A properly clamped device will have the clamp arm engaging with the clamp pin. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 125d14 , and no non-conformances were identified. The lot # 195d43 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: when was the noise heard? During device closure, during device firing, or other? -was any damage seen on the device? -if so, can pictures of the damage be provided? Did any pins fall out of the device? If so, where did they fall out? Was it on the back table or in the surgical field? Surgeon state that it cracked when he went to close it this is directly from surgeon: I think it was in the field. We handed it back to the scrub nurse and the pins were sliding and loose. We didn¿t lose any in the patient however.